Manufacturer narrative:
The device was returned and a rental replacement was provided to the patient.

Event description:
The event was described as the unit not producing oxygen and the patient stated that they were hospitalized due to this incident.